Event description:
It was reported that an ilet pump displayed repeated restart 38 and unable to proceed alerts during meal announcements and testing without supplies, and the pump was replaced. Symptoms included no reported adverse health effects or changes in blood glucose. Outcomes included the recommendation to use backup therapy because insulin delivery and meal announcements were not reliable, continuation of cgm use, and instruction to shut down the device to avoid further alerts. Investigation included collection of event details, review of pump alert history as described by the user, and arrangement for return of the device for evaluation. Investigation of this device revealed a suspected consecutive stalled motor condition consistent with an insulin delivery motor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.